Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient appeared to have an infection. The physician's office tried antibiotics; however, the physician ended up removing the system, cleaning out the area, and inserting a new system to resolve the issue.